Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a sphincterotome and guidewire were utilized to cannulate the ampulla and perform a sphincterotomy. The ampulla was then dilated with an 8-10 biliary rx cre balloon. An rx 9-12 extractor balloon was then passed over the guidewire and into the duct. Attempted to inflate but could not inflate the balloon. The balloon was then pulled back out of the scope to recheck ability to inflate, and it was able to inflate. It was then reintroduced into the scope and advanced. This is when a black plastic tube was noted on the guidewire which precluded adequate exam. A second guidewire had to be placed, and the original wire was retrieved allowing the black plastic tube to be pushed into the duodenum where it was then retrieved using a snare.